Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found external insulation abrasions breaching the optim sheath only, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.